Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead the physician perforated the pericardial window. An attempt was made to reposition the lead however, there was extensive tissue on the helix. The physician cleaned it off. It was noted the physician used a guidewire and punctured the lead. A new lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
The attempted lead will be returned for analysis. Once analysis has been completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the complete lead was performed. Laboratory testing was unable to reproduce the reported clinical observations of the perforation or tissue in the helix. However, visual inspection of the lead did note blood and body fluid found in the housing of the helix. The lead body was twisted from the terminal pin to the lead tip. Puncture holes in the insulation noted 335 millimeters (mm) from the terminal pin, two through to the rate/sense (rs) lumen and one through to the proximal high voltage (hv) lumen. The helix was retracted.